Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the septum was missing for multiple cartridges and the customer was unable to fill cartridge. Reportedly, the customer observed clear plastic in the area where the septum was supposed to be. The customer was successfully able to load a new cartridge. Customer's blood glucose was 147 mg/dl.